Event description:
When left ventricular lead implanted, 'very good values' were reported. When lead connected to device the device showed battery depletion. The device was explanted. No patient complications were reported as a result of this event.